Manufacturer narrative:
In reflection of the fact that the event dates back to 2013 dräger started no investigation beyond reviewing the information given in the publication of the journal. It can furthermore be assumed that the involved device has been put out of service in the meantime due to its age. It can be confirmed that a clogging of the inlet filter for the vacuum pump may finally result in failure to start mechanical ventilation or - if the clogging occurs suddenly during use - to shutdown of a ventilation episode. The described phenomenon does however not incorporate a previously unidentified or falsely assessed risk; adequate risk mitigation measures are in place. The filter is a service part which has to be replaced in a 1 year interval. Complaint data reasonably suggests that this interval is adequate to prevent from issues like this. Furthermore the users describe the development of a "yellowish film" on the inlet filter which can be considered a quite unusual type of contamination. Additionally, other mentioned aspects like an outdated electrochemical oxygen cell leaves the impression that the machine's maintenance & service state at the time of event is at least questionable.

Event description:
This is a case that dates back to 2013 and of which dräger has become aware in 2020 within the frame of a literature research for a clinical evaluation report. The user describes the potential occurrence of a ventilator failure if the inlet filter for the vacuum pump is clogged. One specific case was mentioned in the publication where a shutdown of automatic ventilation occurred. This did not result in consequences to the patient. The user himself investigated the problem in follow-up of the event and could draw a causal connection to the filter which was found clogged.